Event description:
It was reported patient underwent a clavicle open reduction and internal fixation procedure on (B)(6) 2014. During the procedure, the clavicle pin fractured between the cold-welded bolts. The same pin was utilized to complete the procedure. A 40 minute delay occurred.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was omitted in error on the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.